Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time.

Event description:
Healthcare professional reported a ¿pseudomonas infection¿ on an unknown side. Device status is currently unknown.